Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6) implanted: explanted: product type lead h3: analysis of the lead found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: the correct aware date of the previous regulatory report is 2021-01-12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), product type: lead. Product ID: 977a175, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4). Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lead was inserted into the simulator and the impedance was measured, an ¿abnormality occurred at #0 electrode.¿ as it was thought that the lead was not inserted enough, the lead was re-inserted deeper in an effort to troubleshooting the issue and the ¿abnormality occurred at #7 that time.¿ four attempts were made to troubleshooting the issue, but a ¿similar event continued to occur.¿ the ¿abnormal¿ impedance issue was reported to have been a 40000 ohm impedance. It was noted that ¿there was a possibility that the length of the electrode part had a problem¿ and that this may have led or contributed to the issue. The physician involved observed the cause to be the product, noting that ¿it seemed to be a product defect.¿ the lead was ultimately replaced as a result of the event and the issue was resolved. There were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No complications were reported or anticipated.